Event description:
It was reported that a 42-year-old female patient underwent a right ventricular outflow tract (rvot) for premature ventricular contractions (pvc) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During the rvot procedure, patient on the table, physician and fellow scrubbed in and the diagnostic, therapeutic and intracardiac echography were inserted into the heart. During ablation in power control mode, it was noticed there was a current leakage warning that stopped ablation after a fast impedance raise (less than 3 sec approximatively). Impedance started at 169 ohms with a delta of -86 ohms and the settings was 45 watts. The programmed cut off value on the smart ablate was impedance: max cut off: 250 ohms, spike cut off: off, min cut-off 50 ohms and temperature: warning 43, cut-off 50 degrees. The ablation catheter was repositioned to ablate at another spot than notice a drop on the arterial blood pressure monitor. A transthoracic echography was performed, and it was noticed that the patient had a pericardial effusion. A pericardiocentesis was performed and the team ended the ablation procedure. The patient had been stabilized and hospitalized and a scan was prescribed. The procedure was delayed due to the reported event for 30 minutes. It is unknown if the procedure was successfully completed. Additional information was later received indicating no noise signal was observed. Anesthesia monitor, defibrillator and body surface were available for the physician to monitor the patient¿s heart rhythm. The ablation catheter and intracardiac ultrasound was inserted into the heart of the patient. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The ablation was of pvc in rvot. The patient outcome from the adverse event was reported as fully recovered (no residual effects) and improved. The patient required extended hospitalization because of the adverse event for a scan, pericardial puncture with hepatic perforation. A smartablate generator was used during this case. No transeptal puncture performed. Prior to noting the cardiac tamponade ablation was already performed. Impedance detected (alarm min cut-off 50 ohms) and high delta impedance (-86 ohms) observed. The event occurred during ablation phase. An irrigated catheter was used in the event and the flow setting was low flow 2 ml, high flow 17.30 ml, pre rf time 1sec, post rf time 2 sec, low fluid warning 100 ml. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. An error messages observed on biosense webster equipment during the procedure was current leakage error message was observed. Force visualization features used were graph, dashboard, vector & visitag with respiration adjustment, location stability maximum distance change 2 mm, location stability minimum time 4 sec and impedance drop 5 ohms.

Manufacturer narrative:
On 8-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a 42-year-old female patient underwent a right ventricular outflow tract (rvot) for premature ventricular contractions (pvc) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. During the rvot procedure, patient on the table, physician and fellow scrubbed in and the diagnostic, therapeutic and intracardiac echography were inserted into the heart. During ablation in power control mode, it was noticed there was a current leakage warning that stopped ablation after a fast impedance raise (less than 3 sec approximatively). The ablation catheter was repositioned to ablate at another spot than notice a drop on the arterial blood pressure monitor. A transthoracic echography was performed, and it was noticed that the patient had a pericardial effusion. A pericardiocentesis was performed and the team ended the ablation procedure. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome from the adverse event was reported as fully recovered (no residual effects) and improved. The patient required extended hospitalization because of the adverse event for a scan, pericardial puncture with hepatic perforation. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a general inspection through the visual inspection and all features of the catheter tests. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the navistar® rmt thermocool® electrophysiology catheter. Per the event, several tests were performed. Visual, electric, and temperature features were tested, and no error was observed. In addition, the product was irrigating correctly. Sensors were measured and all were within specification. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).